Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple keys on the keyboard were malfunctioning, and the refrigerator door was locked. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple keys on the keyboard were malfunctioning, and the refrigerator door was locked. A field service engineer (fse) shutdown the station and powered station back on, the fse successfully performed functional testing in hardware test application and station application. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple keys on the keyboard were malfunctioning, and the refrigerator door was locked. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.